Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. With assistance from technical support, the customer successfully reset the pump, and the issue did not recur. Customer was advised to continue using the pump and to contact support again if the malfunction reappeared.